Event description:
The account generated elevated co2 of >30 meq/l on a patient samples that repeated 22 meq/l when processed on the architect c4000 analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service discovered the incoming water was too cold, about 11 degrees c. The customer was advised to have a mixing valve installed to blend cold and hot water to acceptable temperature. The issue was resolved after installing the valve. A review of the instrument service ticket history did not identify any other factors that may have contributed to the erratic result. A historical data review did not identify any specific issues that required further action, and no adverse trends for the architect c4000 were identified. The current labeling was reviewed and provides adequate assistance for troubleshooting erratic results. The issue was resolved by installing a mixing valve to bring the incoming water supply temperature within the range specified in the architect c4000 pre-installation checklist. Based on the evaluation, the architect c4000 is performing acceptably.

Manufacturer narrative:
No consequences or impact to patient; (B)(4) - high test results. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.